Event description:
It was reported that the patient opened the implant scar and exposed the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. There was no infection. Due to the patient caused erosion, the s-ICD and electrode were explanted. They are not expected to be returned from the hospital.

Manufacturer narrative:
08/01/2022 - no additional information is available. If additional information becomes available the report will be updated at that time.